Manufacturer narrative:
The insulin pump alarmed for a button error and had no act button response due to corroded keypad traces. The functional testing could not be performed due to the unresponsive button. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked case at the reservoir tube window corner, cracked reservoir tube, cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 115 mg/dl at the time of the call. The customer stated that they tried to resume the insulin pump after putting it on suspend mode, but the insulin pump did not resume its function. The customer tried to work the insulin pump after taking a shower. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.